Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend: the (B)(6) hospital, (B)(6) 2018: after use on patient surgeon noted drill bit was blunt - needs replacing. No ae to patient. No delay to procedure.